Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.